Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a ar-1370b screw was used during "a" acl surgery and removed because it was broken. There was no harm for the patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Information was requested if all broken off parts could be removed. Update 02 january 2019: the screw broke into the femur during the first turns without excessive force. The surgeon then realized that the screwdriver was not at the bottom of the screw because it was blocked. It was not possible to remove the broken fragment.